Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-01669. Visual examination of the provided pictures identified all of the explanted components, covered in bio-debris. The bearing was identified to be assembled to the head still upon explant. No further evaluation can be made from the provided pictures. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: superior and likely posterior dislocation of the femoral head of the right total hip arthroplasty. The complaint was confirmed based on the evaluation of the provided x-rays. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: cat #: ep-200148 / act artic e1 hip brg 28x42mm / lot #: 66288648. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately three weeks post implantation due to a dislocation. The shell, bearing and liner were removed and replaced. Attempts have been made and no further information is available.